Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the voltage on the coin battery was out of specification. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and the lithium coin battery on the control board printed circuit board was replaced. The ventilator passed self-testing.